Manufacturer narrative:
Through follow-up it was learned that the amsco 400 sterilizer is not under a steris service agreement, and is maintained by a third-party company, biotronics. The unit was leaking steam and water from the viewport on the steam generator. The biotronics technician made the necessary repairs, tested the unit, confirmed to be operating according to specification and returned to service. Steris counseled user facility personnel on the importance of ensuring their incoming water quality meets the specifications outlined in the amsco 400 operator manual. No additional issues have been reported.

Manufacturer narrative:
The investigation of the subject event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch report mw5112814 that water and steam was leaking from their amsco 400 sterilizer onto the floor. No report of injury.